Event description:
Customer reported rituxan leaked from the pump segment during an infusion. The set was replaced without incident. No pt or staff harm was reported and no medical intervention was required. Customer state that the user did not provide an addition pt or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.